Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose lower than 20 mg/dl at the time of the incident. The customer was low to the point their levels did not show up on the meter. The customer went off the pump and is using manual injections to treat. The customer experienced symptoms such as being sweaty and acting funny. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also reported getting a button error alarm on the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded lcd board. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarms test due to unresponsive buttons. The insulin pump was also received with minor lcd window, cracked display window corners and cracked reservoir tube lip.